Event description:
It was reported that the infusion set was accidentally pulled out during use due to tubing catching on something or pump falling event occurred on (B)(6) 2026. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380